Event description:
Approx 30-60 days following essure implant in (B)(6) 2009, I began having numbness and tingling on my left side spreading from feet to face. Most significantly upper arm and left side. This constant issue creates a general pain/weak feeling in my body. On occasion my left breast/nipple is also very tender. I developed tightness in my neck (left side) that kept it tilted to side. I had neurology consults, 2 MRI's and had no diagnosed condition. A few weeks later, in addition to those symptoms, I lost my voice. An ent procedure was ordered for this with no outcome. I got voice back within a week, but since have periodic issues with very dry and sore throat and dry mouth. I was in ER, urgent care and clinic several times, other than realizing I had high blood pressure, none of this was ever diagnosed. I decided to live with the misery as I could not afford additional testing and there was no clue as to what was going on nor a connection to the essure. As the months went on, I began having extremely intense menstrual cramps and pelvic pain that felt like I was periodically getting stabbed (worse on the l). Bleeding lasts 2-3 days, but produces very large clots, it felt like my insides were falling out. I also have white/yellow discharge throughout the mouth. Since implant, every time I have intercourse I bleed, this lasts for a few hours afterward. At 30-60 days post implant through today, I have extreme swelling in my ankles and feet, often producing small fleshy/white bumps around the base of my foot. This occurs after only minutes of walking. I cannot sit on high stools if my feet dangle or the swelling becomes very intense. If I drive more than an hour, I have to wear compression socks. My hands also swell if I go for a walk or at other somewhat random times. I have developed seborrheic keratosis on my scalp. I have gained approx 40 lbs which primarily was put on the year following implant with a few additional pounds in subsequent years. In addition, I have severe inflammation/blotting in my abdominal area, often cannot get pants buttoned. I previously only had weight issues in my lower half and had a small waist, now I have a very prominent abdominal area up to breasts, similar to when I was pregnant. Cannot get this mid section weight off. I have a sharp pain in my left butt cheek, comes and goes. And sore spongy noodles on ribcage that come and go. My hair has become very dry and brittle and grows slowly. As have my eyelashes and eyebrows. I began taking biotin and b12 along with a multivitamin about 2 years post implant and they have not changed anything. I have constant fatigue despite sleeping a full night. Also get insomnia at times. Throughout the years, I have also developed seasonal allergies which I take zyrtec for. Currently, I need to take this every day/year round. I have felt an increased sense of anxiety, which prompted me to leave a job I had for 17 years (as I thought it was getting too stressful for me). However, despite changing jobs, I continue to have this heightened anxiety level. I also often feel like I cannot remember things I used to and that I have a bit of a brain fog - became evident when I was training for new job. I notice this also when I am driving, that I am just generally distracted and not as aware of surroundings. I recently (over the last 2-3 months) began to experience periodic chest heaviness, difficulty breathing and a rapid heart rate. This can occur any time I get up from sitting, take stairs as well as sometimes when I am just sitting - it is random. It feels like an asthmatic type situation. This prompted me to recently seek medical attention as well as do some research to truly find out why my body just seems to be falling apart. This is when I came across other women with similar symptoms that had all had the essure implant. I am currently going through some md visits and tests that may link my symptoms to essure, it does makes the most sense as all symptoms began following implant.